Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. And was likely, due to the power switch at front being damaged with broken protective cover. And the plastic cap being torn off. The air conditioner inlet at rear was damaged and had a crack. In addition, the following defects were were identified: four (4) suction feet at the bottom had weak suction force, the air flow rate was low; due to a faulty air pump unit. The tubing was an older type. Also as a preventive maintenance the air joint unit and connector socket were replaced. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the power switch button on the maintenance unit was broken. The issue was found during reprocessing. During testing and inspection of the returned device; the power cord receptacle failed. The power switch was broken; due to metal parts of the power circuit being exposed. This MDR is being submitted to capture the reportable malfunction found during device evaluation. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the storage period of the device history record has expired, the device history record was unable to be reviewed. Additionally, the device's manufacturing date cannot be determined. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the damaged alternating current inlet and the power switch's damaged protective cover could not be determined. Olympus will continue to monitor field performance for this device.